Event description:
Atherectomy was attempted with a turbohawk, but upon removal of the device, the tip detached from the catheter and lodged in the sheath. The sheath was then removed and the atherectomy was noted as unsuccessful. The unsuccessful atherectomy resulted in thrombosis of the sfa and was treated with a covered stent reconstruction and lysis. It is reported that the patient has expired, however we are unable to obtain cause of death.

Manufacturer narrative:
A review of the device history record for this device could not be conducted because the lot number was not provided.